Event description:
It was reported that a patient was provided an activa rc in 2019. With largely stable stimulation, the frequency of the necessary charging processes has increasingly shortened. The patient experienced decrease in recharge interval and thus increase in recharge burden. It was reviewed that the implantable neurostimulator (ins) battery will need more frequent recharges over time. Like all rechargeable batteries, use over time and repeated recharge cycles reduce the maximum charge capacity of the battery. Unfortunately, there is no diagnostics to determine the battery capacity fade of the ins. There were no known contributing factors. No troubleshooting was performed. The issue was not resolved.

Manufacturer narrative:
D6a. The implant date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the customer was well aware that recharge intervals get shorter with time as stated in the indication for use (IFU) and did not complain about the fact but questioned whether there was a way to determine battery integrity in an implanted system. There is no intent to perform surgery to resolve the issue nor are there any other steps considered to resolve the issue.

Event description:
It was reported that the patient experienced decrease in recharge interval and thus increase in recharge burden. There were no known contributing factors. No troubleshooting was performed. How to determine integrity of the implantable neurostimulator (ins) was inquired. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.